Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "failure of lateral pocket pectoralis major dissection. The capsule was found to be thickened, firm but normal yellowish-pearl color. The size of the pocket and appearance of the capsule was consistent with baker capsular contracture grade 3". This record is for the right side. The device was explanted. Patient was prescribed accolate.